Event description:
It was reported the pt is experiencing pain at his scs lead incision site. The pt stated the pain feels like a stabbing needle pain, which occurs approximately every 15 seconds whether the stimulation is on or off. Follow-up on (B)(6) 2013, identified the pt's issue persists and the lead incision site is swollen. The pt stated his physician has reduced his pain medication and since he is having difficulty adjusting to the change. X-rays and a CT scan were done and no anomalies were noted. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.